Manufacturer narrative:
Follow-up #1: date of submission 03/16/2017 device evaluation: the device has been returned and evaluated by product analysis on 02/24/2017 with the following findings: during investigation, the pump was returned with all of the keypad buttons responding properly- issue cannot be duplicated. No physical damage on keypad. Removed keypad- no contamination or physical damage found. Opened pump- no defects were found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump. There was no indication that the product caused or contributed to an adverse event.